Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection by the repair technician. Through visual inspection, the driveshaft assembly was corroded.

Event description:
It was reported by the user facility that the device was overheating. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the user facility that the device was overheating. The user facility was not able to provide any further information regarding the reported event.